Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02060, 1043534-2013-02062, and 1043534-2013-0263. This event occurred in (B)(6).

Event description:
Allegedly revised due to stiffness.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.